Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3005334138-2021-00482. During a paroxysmal supraventricular tachycardia (psvt) ablation procedure, after placing the sheath into a patient prior to inserting catheters into the sheath, blood began to leak from the hemostasis valve of the sheath. The sheath set was replaced but blood was leaking from the hemostasis valve of the replaced sheath. The second sheath was replaced with a non-abbott sheath and the procedure was completed with no adverse consequences to the patient. No additional femoral vein puncture was required for replacing the sheath. The device will not return as the patient was hcv positive.